Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is filed on october 06, 2016. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed infection at implant site, however the issue could not be resolved. Subsequently, the patient was treated with topical antibiotics (date and duration not reported).